Event description:
It was reported that the anesthesia system failed the pressure transducer test during system check out. There was no patient involvement. Manufacturer´s reference #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that the fresh gas pressure transducer pc board was faulty and needed to be replaced. After replacement of the fresh gas pressure transducer pc board and successful testing, the anesthesia system was cleared for clinical use. The replaced part was not returned for investigation. The device logs were received and an evaluation of the logs has been performed. The reported pressure transducer test failure can be confirmed in the supplied logs. The zero pressure offset was measured outside the allowed limit. After the replacement of the faulty fresh gas pressure transducer pc board, the zero pressure offset was normal again and the pressure transducer test passed. No part has been returned for investigation and therefore, the true cause of the experienced issue cannot be determined.